Manufacturer narrative:
Evaluation results: related to operational context (balloon had been inflated successfully prior to leak. No abnormalities noted during device prep prior to use). (Deformation problem). Evaluation conclusions: operational context contributed to event (balloon had been inflated successfully prior to leak. No abnormalities noted during device prep prior to use). (B)(4).

Event description:
Physician was attempting to use a sprinter legend balloon to dilate a diffuse calcified lesion in the rca with 65% stenosis at 14 atms but there was a leak in the balloon. The device was removed and surgery failed. Evaluation summary: there were numerous kinks visible along the hypotube. The distal tip was flared and damaged. Negative purge was performed and a constant stream of air bubbles was seen to enter the syringe confirming the presence of a leak in the device. When an attempt was made to inflate the device using an indeflator, the device would not hold pressure. A number of short longitudinal tears were visible along the body of the balloon. The balloon material was damaged proximal and distal to the leak sites.